Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. The reported customer complaint of console displaying tcmid: 05 (coolant diif failure) error message was confirmed during archive review and functional testing. The root cause was attributed to a defective lm34a/b sensor. The thermogard was functionally tested and the console displayed tcmid: 05 (coolant diif failure) and tcmid: 07 (coolant temp high) error messages during testing. Changing the lm34a/b sensor resolved the error messages. The review of the patient data and event log showed tcmid: 05 (coolant diif failure) and tcmid: 07 (coolant temp high) error messages close to the reported date of event. Unrelated to the complaint and as a routine service, the coldwell was cleaned and flushed, the pump raceway was cleaned and one of the white rollers exchanged. After service, the system passed all functional and electrical testing and performed as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for thermogard with s/n (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During set-up of the thermogard xp ivtm console (s/n: (B)(4)), it was reported that the console displayed a tcmid 05 (coolant diif failure) error message. According to the reporter a second unit was used to begin patient's temperature management therapy. No known patient consequence reported.